Event description:
The customer reported the ventilator failed pre-operational self testing due to a crossover circuit fault. Failure of the crossover solenoid as reported may result in a volume loss during use in normal ventilation operation. The manufacturers field service engineer did not duplicate the reported problem during extended self testing and applicable device testing. Testing passed to operating specifications.